Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The review of device logs indicated that the device was dated inaccurately which caused the device to recognize the attached pads as expired. The device date was reset to current date to resolve the report. Analysis of reports of this type has not identified an increase in trend.